Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 435 mg/dl at the time of the incident. The customer reported that they had heard an audible alarm and changed the battery and alarm continued. It was reported that they performed tests and all of them were ok. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test, a113/e13 alarm, a21 alarms or reset time/date anomaly after change battery noted during testing. (B)(4).